Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 49 mg/dl. The customer stated that she was sleeping and had a seizure and fractured her back. The customer also stated that her blood glucose went low because of her menstrual cycle, which starting during the night. The customer feels that her low blood glucose was not due to pump malfunctioning. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.